Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 160 mg/dl. Troubleshooting was done. Customer stated that she dropped the insulin pump and had scratched screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, and self tests. Unable to prime the pump during the prime test due to a faulty force sensor. No motor error alarm or missing segments noted. The motor was tested outside the device and passed. The pump also had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.